Event description:
The manufacturer received information alleging a ventilator powered off with the occurrence of battery depleted alarm. No patient harm was reported. The manufacturer received the device for evaluation. A review of the error logs identified an error occurred. The main board was replaced to address to the issue. In addition, the blower, outlet flow path, and inlet foam kit were replaced unrelated to the reportable malfunction.